Manufacturer narrative:
Additional information noted that this patient will have normal follow ups and no further changes were performed.

Event description:
--

Manufacturer narrative:
A technical review of the data noted onset of ventricular fibrillation with intermittent detection (undersensing of vf) due to low r waves as well as the big/small phenomenon. In addition, anti tachycardia therapy and two shocks were delivered which were effective in termination the vf. It was noted that the low amplitudes of the r wave post shock can be indicative of possible dying tissue. Possible programming may have contributed to the delay in the second shock delivered. More episode review also confirmed some vf undersensing as well as anti-tachycardia therapy being delivered as well as more evidence of myocardial disease. One final episode reviewed which was different than the rest showed thirty minutes of multiple successful defibrillations which was classified as a vf storm. No further information was provided and the system remains implanted.

Event description:
---

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was under reanimation while at the hospital with an emergency due to undersensing of ventricular fibrillation and an external shock had to be delivered due to the delay in therapy. Upon further interrogation of the implantable cardioverter defibrillator (ICD) partial undersensing of small ventricular tachycardia/ventricular fibrillation was seen, therefore the device delayed or did not deliver therapy. The device was reprogrammed and the patient is getting better and is in the standard care unit. No additional adverse patient effects were reported.